Event description:
Ous MDR - it was reported to us that the impedance values for the lead were insufficient after an implantation time of about 14 months. During the lead revision, it was discovered that the lead showed a fracture below the fork, and that the conductor of the hv-2 was wavy in a spiral shape from the connector to the fork. System removed: linox sd 65/18 MDR#: 1028232-2008-01689.

Manufacturer narrative:
Ous MDR, ous md -the ICD underwent a status interrogation, which indicated the device status as mol 1, after an implantation time of 15 months. The shock table documented 109 charge processes, most of them aborted. The memory content of the ICD was checked; disturbances in the ventricular channel were visible in the recorded iegms. Then the signal perception of the ICD was checked and proved to be free of noise. The ICD sensed applied signals free of interference. In a next step, the ICD's capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was fed in, and the device reacted according to the specification with a defibrillation shock. The specified energy level was reached. The charge time was unremarkable. Impedance measurements were performed in the further course of the analysis. The impedance measurement function of the device proved to be normal. The analysis did not indicate a material defect or manufacturing error. The ICD proved to be fully functional during the analysis.